Event description:
It was reported that a patient was connected during prime of peritoneal dialysis therapy when calling in to report a check supply line alarm. It was not reported if proper procedures were reviewed with the reporter. It was not reported how patient will complete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient failed to follow therapy steps and connected before priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.